Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2016 for monitoring. A ramp study performed that day was found inconclusive for thrombus, as the patient¿s aortic valve did not open at all. On (B)(6) 2016, a non-contrast chest computerized tomography (CT) scan was performed to assess lvad positioning. Some mild compression of the outflow cannula behind the sternum was found. The patient has a history of chronic renal insufficiency, which was why no contrast was used. The patient¿s elevated mean arterial pressure (maps) and dehydration from clostridium difficile (c. Diff) were treated with gentle intravenous fluids. Diuretics were held due to the trend between the event and the dehydration/hypovolemia. The patient was discharged on an unspecified date. On (B)(6) 2016, the patient was seen in the clinic post-discharge. Pump powers were found to be back within the patient¿s baseline range at 6.6w and the patient¿s pulsatility index (pi) improved to 5.2. It was a sudden return to normal for the pump powers on (B)(6) 2016. The patient was to remain off coumadin and aspirin. The physician planned to restart the patient on 81 mg asa daily in the following weeks or months as the patient heals from recurrent c. Diff colitis.

Manufacturer narrative:
Reference MFR report # 2916596-2016-02416 for the report of gastrointestinal (gi) bleeding post implant. (B)(4). Approximate age of device ¿ 82 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic with an abrupt rise in pump power values. The patient was not on aspirin or coumadin anticoagulation due to gastrointestinal (gi) bleeding post implant. Reportedly, the patient¿s urine was clear, lactate dehydrogenase (ldh) lab results were pending. The patient was asymptomatic. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the sharp rise in pump power. Additional information was requested, but was not provided.

Manufacturer narrative:
No equipment was returned for evaluation. The report of elevated powers was confirmed based on the evaluation of the submitted system controller log file; however, a correlation between the device and the event could not be conclusively determined. The log captured an increase in power and decrease in pi starting on (B)(6) 2016. Based on past experience with the heartmate ii lvas and similar reported events, this data could be indicative of potential device thrombosis. The report that the outflow cannula was under mild compression behind the sternum also could not be confirmed and a correlation to the reported event could not be conclusively determined. On (B)(6) 2016, the account reported that the patient's power elevations had subsided. The patient remains on vad support and no further related events have been reported. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.